Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 43 mg/dl. Low blood glucose was treated with juice and sandwich and customer declined troubleshooting for the same. The insulin pump already being replaced due to other issue.